Event description:
Dx: rsd right hand. Pt had implant of epidural catheter on 5/6/96-level c2. Pt was placed on a continuous infusion on 6/10/96. Pt had infusion with 1/8% marcaine for approx. 4 wks. Pt experienced some inflammation above port, tenderness at port site. Increased pain with activity. Port was removed 8/26/96 due to possible infection at port site. Small amount of pus subcutaneously just superficial to the reservoir. Pt was afebrile. Pt has been on augmentin 500mg. Tid for 10 days. The infection was not related to port or pocket. (Not caused)